Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon final release of the valve, the valve dislodged ventricular to the waste level of the valve. The position at 80% had been good but the valve dislodged when the final tab was released. Moderate paravalvular leak (pvl). A snare was attempted but the valve ended up migrating to the aortic arch. Subsequently, a second valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received directly from the physician which reported that at 95% deployment, the position of the valve was superior, reported at 3-4 mm. When the valve opened the last strut, the valve jumped and dislodged into the ventricle. The valve was snared and it was pulled up, however it fell in again, and finally dislodged up into the distal ascending aorta. While keeping the dislodged valve snared, the second 29 mm transcatheter valve was able to advance past and was successfully deployed in the annulus. The previous dislodged valve was stable and was moving "quite a bit". The dislodged valve was fixed in place by passing a large non-medtronic (cook) dissection stent from the mid-ascending aorta to the "dta". This stabilized the dislodged valve. A completion aortogram was performed which demonstrated trace aortic valve insufficiency and a good placement of the transcatheter valve. This was confirmed using intra-operative echocardiogram. The procedure was completed and the patient was transported to the intensive care unit (ICU) in stable condition. Within the next week, the patient developed a type a ascending aortic dissection and symptomatic severe aortic stenosis post operative of the valve embolization. The patient was brought back for open heart surgery eight days following the initial implant. The patient was placed on cardiopulmonary bypass. Both transcatheter valves were explanted along with the non-medtronic dissection stent. A non-medtronic (23 mm inspiris) surgical aortic valve was implanted in the supra-annuluar position with pledges on the ventricular side. The valve was secured down using a cor-knot device. The surgical valve was reported to have been well-seated. The ascending aorta was removed as well as a false lumen thrombus. The aortic root was irrigated for debris. An ascending and hemi-arch replacement was performed using a 28 graft. As the patient was removed from cardiopulomary bypass following the completion of the open repair, as the clamps were removed, complete heart block was reported. The patient was separated from bypass on atrial-ventricular pacing with a low dose of epi. The post operative transesophageal echocardiogram (tee) showed normal bi-ventricular function with a well seated aortic valve. The gradients measured 12/6 mmhg. Six days following the open repair, a permanent pacemaker was implanted for heart block.

Manufacturer narrative:
The report of a permanent pacemaker is a duplicate to previously submitted regulatory report: 2025587-2022-01557. Section d information references the main component of the system. Other relevant device(s) are: product ID evproplus-29us serial/lot (B)(6) use by date 2023.08.05 UDI (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. No images from the procedure were received for review; given the limited information available, the root cause of the dislodgement event cannot be determined. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the valve dislodged, which may have resulted in the pvl reported. However, with the limited information available and no images to review, we are unable to conclusively determine the cause for this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.